Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported her son's blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and that he had to be hospitalized at 08:30. He was released from the hospital at 16:30. She did not provide any further information regarding the hospitalization or his treatment. Upon inspection he noticed the cannula was kinked.